Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months post implant procedure, there was a connection issue related to the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead.  It was noted that there was an alert for high and undefined rv lead bipolar impedance measurements.  The rv lead bipolar impedance trend showed some fluctuations and is now high.  It was noted that that the patient reports going against a wall and most of the impact being on the crt-p.  It was noted that the patient complained of pain for a few days.   Reprogramming was done, and the device and lead remains in use.   No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen in clinic and the rv lead bipolar impedance issues were still observed. It was further noted that they were struggling with the rate control feature of the crt-p.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.